Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A patient reported that approximately two months following bilateral intraocular lens (iol) implant procedures, she experienced flickering vision. The doctor treated her with dilating eye drops and the "jerking" symptoms seem to be better. She has to use reading glasses to read and she feels like her brain is jumping around. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the right eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon that the persistent flickering continues. In the surgeon's opinion the iols look great. The cataract surgeon, strabismologist, and a retinal specialist all see no cause for these symptoms. Posterior capsular opacification and mild striae were observed four months postoperatively. A yag was performed on the right eye approximately two weeks later with no relief of symptoms.